Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30143233m number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a female patient underwent a right ventricle outflow tract (rvot) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient¿s blood pressure dropped, and an echo was done which confirmed the patient had a tamponade. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. There is no information regarding extended hospitalization. The patient¿s outcome is fully recovered. The physician¿s opinion is that the myocardium was perforated with the thermocool® smart touch¿ bi-directional navigation catheter which caused cardiac tamponade. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was not performed during the case. There is no information about steam pop. The flow setting was set to 40w at 30m/l per min. The force visualization features that were used included dashboard, vector and visitag and the ablation index did not exceed 450. No error messages were observed on any biosense webster, inc. Equipment.